Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: h3, h6: part 03.037.017, lot 46183p8: a manufacturing record evaluation was performed for the finished device was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: february 11, 2025. Manufacturing site: jabil bettlach. H3, h6: a video and photo investigation was completed: visual analysis of the photos and video revealed that guide sleeve cannot connect properly to the mating device, possibly due to the damage observed in the internal holes. It appears that the metal is deformed, causing a reduction in the cavity, which prevents the coupling device from passing freely. The observed condition of the device is consistent with a component failure that was caused by exposure to unintended forces like overtightening the device while assembling; or by assembling the device in a misaligned position. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed for guide sleeve yell. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that the helical blade did not pass through lateral cortical bit of the triple guide during positioning. Nothing appeared to be stuck, so they tried again to pass the blade through the guide, but it would not work. The helical blade was passed freehand successfully which added about a five (5) minute delay.